Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter. The shaft, collar, and tip were microscopically examined. There were numerous kinks throughout the distal shaft of the device. The hypotube at the collar was kinked and the collar shaft was twisted with the metal portion of the collar damaged and pulled away from the shaft due to the shaft material being twisted underneath it. The damage to the collar is consistent with the device being torqued/twisted in one direction by the user during use. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11-apr-2019. It was reported that the device was folded. A guidezilla ii was selected for use. During preparation, it was noted that guide catheters were folded over a small part of the blue hydrophilic sheath. No patient complications were reported. However, device analysis revealed that the collar shaft was damaged and pulled away from the metal portion of the collar.